Manufacturer narrative:
Awaiting supplier response if there are other complaints from the field. Update: amd ritmed reported that actions, see investigation details, have been taken to prevent lint during the manufacturing process. No indication of other complaints in the field. (B)(4).

Event description:
The following was reported to bioseal by mw5071793: we are having difficulty with the surgical gauze breaking off tiny pieces into the surgical field, we are not sure if other departments are having this issue too. But also copied the other (B)(6) providers to see if they're having the same problem with the gauze. We are concerned as this can certainly increase the risk of post-operative infection. We are trying to remove all of the tiny gauze material from the surgical field prior to closure and we are also trying to rely on q-tips instead of using the surgical gauze, but I really think we may have gotten a defective gauze. No reporter information was included with mw5071793; therefore, the reporting facility could not be contacted. 11/13/2017:(B)(6) requested an RMA for the return of two boxes of unused 7120/50 on 11/13/2017 for gauze flakying off. No further information could be received but it was confirmed on 12/6/2017 that the incident reported was believed to be the same.

Manufacturer narrative:
Awaiting supplier response if there are other complaints from the field.

Event description:
The following was reported to bioseal by mw5071793: we are having difficulty with the surgical gauze breaking off tiny pieces into the surgical field, we are not sure if other departments are having this issue too. But also copied the other (B)(6) providers to see if they're having the same problem with the gauze. We are concerned as this can certainly increase the risk of post-operative infection. We are trying to remove all of the tiny gauze material from the surgical field prior to closure and we are also trying to rely on q-tips instead of using the surgical gauze, but I really think we may have gotten a defective gauze. No reporter information was included with mw5071793; therefore, the reporting facility could not be contacted.